Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.